Event description:
Sureprep rapid dry no sting barrier film: when trying to spray the product the nozzle gets stuck in the down position and manually has to be manipulated to be able to spray again. This also causes an in-effective and uneven distribution and amount of the product being applied. Manufacturer response for barrier spray, sureprep rapid dry barrier film (per site reporter). Medline representative notified, and RMA was requested.